Manufacturer narrative:
Analysis of the device found coring-tears-cuts in the seal that meets leak criteria as well as a hole caused by a deep abrasion. Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine 10mg/ml at 2.050mg/day via an implanted pump. Indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was in for a pump replacement due to normal elective replacement indicator (eri). When the physician opened the pump pocket a copious amount of clear liquid gushed from pocket. Upon analysis of the catheter connector, the physician observed a small denuded area on the catheter just distal to connector piece that resulted in a small hole in the catheter. The physician stated it appeared to be worn through and not cut, because of the worn appearance of the margins. There was a partial explant of the catheter on (B)(6) 2016. It was noted that it was a routine replacement of sutureless connector in addition to replacement of the pump for eri. It was noted that the issue resolved at the time of report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.